Event description:
Inbound. Patient stated cadd legacy pump alarming no disposable. Stated prefilled remodulin cassette was to be changed in two hours. Stated remodulin cassette and pump were changed and infusing without alarm, serial number (B)(4). No lot number for cassette. Replacement pump sent. No further details provided.